Event description:
It was reported during a procedure, a blood bled through the toga of a doctor. The blood was discovered when doctor noticed a strike through on the gown and blood spots on the seam of the gown. There were no additional adverse consequences reported at this time.

Manufacturer narrative:
The toga was not returned to the MFR for evaluation. If additional info is received regarding this malfunction, a follow up report will be filed.